Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user is allergic to the leatherette material on the t:flip case. The user inquired about other case options for the pump.